Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 3. Reference MFR. Repot#: 1627487-2017-00680, reference MFR. Repot#: 1627487-2017-00690. It was reported the patient never received effective stimulation therapy (targeted area: lower back and bilateral legs) from her scs system. In turn, the patient underwent surgical intervention on (B)(6) 2017 at which her entire scs system was explanted and replaced with a different model. It was noted during the procedure the patient's ipg was electively explanted to take advantage of newer technology. The issue is now resolved.